Manufacturer narrative:
This report is submitted on may 11, 2017.

Event description:
It was reported that the patient experienced infection at implant site, resulting in the decision to explant. The device was explanted on (B)(6) 2017. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.